Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited noise with oversensing. It was also noted there was pacing inhibition with asystole for greater than two seconds. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.